Manufacturer narrative:
Co has completed analysis of segment of 8 mm i.d. Thin walled fep ringed gore-tex vascular graft with removable rings removed from pt. Co understand that graft, placed as axillo-femoral bypass, disrupted mid-graft six and one half months following implant surgery. Representative 35 mm slides illustrating gross, light microscopic and scanning electron microscopic (sem) appearances of submitted samples are enclosed with analysis. Each thin walled rep ringed gore-tex vascualr graft with removalbe rings lot undergoes comprehensive quality testing and inspections prior to release for distribution. As part of quality program, representative samples from each lot are tested for longitudinal strength, suture line retention and resistance to aneurysmal dilatation. A review of mfg and testing records verified that lot met all pre-release specifications. Co was unable to perform test for longitudinal material stength on returned graft segment because of small sample size; however, co has no reason to believe that graft would have failed requirements for this test. Histological analysis of returned sample conrirmed complete break of graft and presence of pseudoaneurysm capsule. Tissue response around graft was consistent with that seen in other gore-tex vascular graft clinical explants of six and one half months implant duration. This response was characterized by tissue attachment, slignt foreign body response and tissue infiltration of graft wall. Graft exhibited typical node-fibril microstructure. Gross and sem examination of submitted graft sample confirmed complete circumferential tear associated with disrupted and missing outer reinforcement. Partial circumferential and superficial tears and detached outer reinforcement were present at torn edges. Co was unable to determine exact cause(s) for graft disruption. Analyses of returned specimens from similar reports indicated that this type of disruption may occur when grafts are subjected to excessive stresses. Factors contributing to disruptions may include: disallowing sufficient graft length for further graft manipulations for full limb extension; or damaging oute reinforcing layer on graft wall during cutting, clamping or thrombectomy procedures. If the integrity of outer reinforcing layer is compromised, it can result in diminished suture retention and decreased resistance to aneurysmal dilatation in graft. In this particular case, raising of pt's arm along with incorporation of graft by surrounding tissues, which may have prevented it from moving under conditions of limb hyperextension, may have caused graft to disrupt.

Event description:
The graft was placed as an axillo-femoral bypass. Approximately six and one half months postoperatively, following extension of the arm, the pt experienced pain on the side opposite the implant. A bulge developed over the graft in the chest around a completely torn graft. The pseudoaneurysm capsule with the affected graft ends was removed. A graft interposition was placed. The excised graft sample was returned for examination.